Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the respiratory department reported that the exhaust did not drain during use. 15 tubes were affected, 5 samples could be returned, but no photos could be provided.